Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and there were no patient complications reported.

Manufacturer narrative:
B3: date of event: used first date of the month since event date was not provided.